Event description:
It was reported, "esu powered on with default setting of bipolar macro. Bipolar node not been changed to micro. The doctor was working close to the laryngeal nerve and activated the bipolar forceps(power setting unknown). Tissue desiccation & sparks were observed in the area." It is unknown if the patient sustained an injury in the reported event; therefore, conmed is reporting this to the FDA.

Manufacturer narrative:
I apologize for the lateness of this submission. This complaint was initially overlooked as a reportable event. Due to the unknown of whether or not the patient sustained an injury, conmed is reporting this event. On report of the event the end-user facility stated that they would not know if the patient had been injured until after the patient had recovered from surgery. Attempts have been made to obtain additional information regarding the event; however, the end-user facility has not answered any requests for details. A supplemental report will be filed on completion of the quality engineering evaluation.

Manufacturer narrative:
The device in question, the system 5000, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in a variety of procedures where electrosurgical cutting, and/or coagulation is needed. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for serial number (B)(4) has verified the device was produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. This could be an operator error but without evaluating the suspected sample a conclusive determination cannot be made. I spoke with diana wilson, educator/coordinator from the end-user facility - she had spoken with the surgeon - the patient was already seen post-operatively. There as no injury, no damage to the laryngeal nerve, no treatment prescribed due to no injury. Biomedical engineering at the end-user facility had checked out the system 5000 esu that was utilized during the procedure and the unit performed as expected - no problems noted with the unit. The procedure being performed at the end-user facility was within the laryngotracheal area, for the surgeon was worried about the laryngeal nerve. Usually the safest delivery of oxygen to a patient, when surgery is being performed in this area, is done through a cuffed endotracheal tube. If the balloon on the endotracheal tube was not sufficiently inflated, or, if the balloon did not provide a 100% seal in the patient's trachea, or, if the endotracheal tube was not correctly attached forming a 100% seal to the anesthesia machine tubing, then the surgical site would present as an oxygen-rich environment. The oxygen, along with flammable anesthetic gases if utilized, could possibly leak around the cuff of the endotracheal tube and create an oxygen-rich environment at the surgical site. Activation of the electrosurgical handpiece could result in the reported "sparks" at the surgical site if within an oxygen-rich environment. The conmed system 5000 electrosurgical unit operator's manual states under general cautions that, "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important for the instructions supplied with this equipment be read, understood, and followed in order to ensure the safe and effective use of this equipment." The operating manual for the esu also states in section 1.1.2, caution for patient preparation: "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-rich environments." This incident may have resulted from the end-user of the device not fully following the operating manual of the esu and operating the device within an oxygen-rich environment. Without the evaluation of the actual unit utilized in the event the reported incident root cause remains inconclusive. The complaint investigation has not identified a manufacturing defect and no patient or end-user injury occurred from the reported incident; therefore, no corrective action is warranted at this time. Conmed is considering this complaint closed.